Manufacturer narrative:
(B)(4). Vyaire field service went onsite. Replaced the mainboard according to service manual. Performed ovp (operator's verification procedures) unit passed. The device meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.